Manufacturer narrative:
Citation: holmes hr, et al. Monitored anesthesia care versus general anesthesia for transcatheter aortic valve replacement. Innovations. 2022 sep;17(5):401-408. Doi: 10.1177/15569845221124113. Epub 2022 oct 11. Presented at the 57th annual meeting of the society of thoracic surgeons, virtual meeting, january 29¿31, 2021. Earliest date of presentation used for date of event. Medtronic products referenced: evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021). Earliest app roved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding a comparison of monitored anesthesia care and general anesthesia during transcatheter aortic valve replacement (tavr). A total of 349 patients were included in the study population. Medtronic (evolut r and evolut pro) and non-medtronic (edwards sapien, sapien xt, and sapien 3) valve brands were used in the study. Twenty-one deaths occurred within 180 days post-operatively. The authors presented no evidence to suggest that a medtronic valve or its function contributed to any of the deaths. Other adverse events that occurred were described as follows: post-operative myocardial infarction, intra-operative cardiac arrest (included any cardiac arrest requiring external or open cardiopulmonary resuscitation in the operating room), post-operative cardiac arrest (included any cardiac arrest requiring cardiopulmonary resuscitation within 30 days post-operatively), new-onset atrial fibrillation, cerebrovascular accident, and need for permanent pacemaker placement within 30 days after tavr. No additional adverse patient effects were noted.